Manufacturer narrative:
H10: manufacturing review:manufacturing and device history records were reviewed and no deviation/issues were identified or associated with this problem in regards to product materials or during manufacturing, packaging or, quality control inspection process. The lot met all release criteria. Investigation summary: one electronic photo was reviewed. The photo shows the distal end of a dialysis catheter and the proximal portion of a tunneler. The plastic end of the tunneler is visible and a portion of the tunneler sheath is visible. A part of the plastic tip at the proximal end appears to be missing. There appears to be an object lodged in the distal end of the catheter with the same color as the tunneler plastic tip. Based on the photo review, broken tunneler tip can be confirmed, as the photo review identified part of the tunneler plastic tip to be missing from the tunneler. The missing tunneler tip appeared to be lodged in the catheter distal end. This is consistent with material fracture and separation. However, the definitive root cause could not be determined based upon available information. Labeling review: the cause of the event in question is unknown, and so the applicability of any particular portion of the IFU or other labeling is unknown. However, a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) showed that the IFU instructs on tunneling the catheter. Therefore, the product labeling will be considered adequate. H10: b5, d4 (expiration date: 08/2020), g4. H11: d10, h6 (method, results, and conclusion sections). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the tip of the tunneler allegedly broke during the insertion of the catheter. Reportedly, another device was used to complete the procedure. There was no reported patient injury.

Manufacturer narrative:
The lot number for the device was provided. The device history records are currently under review. A photo was provided and it is currently under review. The device is pending return. The investigation is currently underway. (Expiration date: 08/2020).

Event description:
It was reported that the tip of the tunneler allegedly broke during the insertion of the catheter. There was no reported patient injury.